Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedance and high thresholds on the right atrial (ra) lead. The lead was turned off. Further inspection of the save-to-disk (s2d) indicated a write to locked ram por. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.